Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed because the device could not be steered properly, which has the potential to cause or contribute to serious patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. After advancement of the clip delivery system (cds), during positioning of the clip, the clip continuously steered medially during use of the m-knob. The cds was removed and a new cds was used to successfully complete the procedure, with mr reduced to 2. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned for evaluation. The reported bending of the dc shaft and subsequent difficulty positioning were confirmed via returned device analysis. The investigation concluded that the dc shaft bend and subsequent difficulty positioning the cds were related to the bend in the actuator mandrel; however, a definitive cause for the bent actuator mandrel could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
Subsequent to the initial report, additional information was received, indicating that there was not a steering issue. However, after advancement of the clip delivery system (cds), positioning of the clip was difficult because of a bend noted in the dc shaft. No additional information was noted.